Event description:
Swollen leg [oedema peripheral], aching leg/pain [pain in extremity]. Case description: spontaneous report was rec'd on (B)(6) 2011 from a (B)(6) female pt, (B)(6), with a history of a meniscus operation ((B)(6) 2011), who experienced swelling of the leg and aching/pain of the leg after starting synvisc. The pt reported that she rec'd the third injection of synvisc on (B)(6) 2011. The pt did not provide the dates of her first two injections; however she reported that she rec'd three 2ml injections "in weekly interval." The pt reported that after the third injection she began to experience swelling and aching of her leg ((B)(6) 2011). The pt required treatment for her symptoms. The pt reported that she rec'd one cortisone injection (date not provided). The pt reported that her leg swelling is better now, but "slight swelling and pain persists." The pt reported that her concomitant medications include: beta-blocker (2.4mg); health supplements. The product lot number was not reported. At the time of this report the outcome of the pt was not yet recovered. MFR's comment: the benefit-risk relationship of the product is not affected by the report.

Manufacturer narrative:
Eval summary: the product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.